Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error 24 (this alarm is generated when a power failure is detected) on the insulin pump, with a red x and an arrow pointing to a book displayed on the screen and the insulin pump stopped working. The customer also reported a hairline crack in the battery compartment on the back side of the insulin pump and at the battery tube threads, which affected pump functionality. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, and the customer was advised that the insulin pump would be replaced, instructed to discontinue pump use, revert to a backup plan per healthcare professional instructions, and to place the pump in storage mode. No harm requiring medical intervention was reported. The customer would discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. The pump was cut open to perform visual inspection and found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Successfully utilized thump to download history files, traces and comlink3 files. No pump error 24 noted during testing or in pump downloaded history. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on 07/26/2025 12:21:37.000 due to moisture damage to force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. Critical pump error (open book image) alarm confirmed during analysis and triggered by pump error 35. Pump error 35 alarm confirmed due to moisture damage to force sensor. No pump error 24 noted during testing or in pump downloaded history. Cosmetic damage located at the battery tube threads confirmed. Cosmetic damage located at the battery compartment confirmed. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.